Event description:
Patient states that insulin is dripping from the infusion set tubing, but the pump is not recording the flow. Patient was unsure if piston made contact with the reservoir. Patient changed the infusion set and the problem was resolved as the new infusion set could not be primed correct. Malfunction occurred prior to use. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
One used device was returned for evaluation. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in p-cap connector was humid and the sample also failed the p-cap connector vent test and the flow test of the tubing. The reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200947. No relevant deviations during manufacturing were recorded.